Event description:
During a site visit, the pharmacist in the ambulatory infusion ctr stated that occasionally infusions have had fluid remaining in the secondary bag when it was expected to be empty. Nurses then program additional vtbi to infuse the remaining fluid. The pharmacist asked about the potential for overfill of the bag to contribute to this problem. Her practice is to label the chemotherapy bags with a total volume that reflects the bag size + the added drug volume + a small volume to account for possible overfill. This was an anecdotal report form the pharmacist. No pt harm or medical intervention was reported. Customer stated no add'l pt or event details were available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report of fluid remaining when an infusion completes. The customer stated that product would not be returned because the sets were not saved and device serial numbers are unk. The root cause of the customer's experience is unk.